Event description:
It was reported that this lead was attempted implant due to helix retraction issues and pacing not delivered when required. Subsequently, a new lead was successfully implanted. No adverse patient effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.